Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown screw. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
It was reported that during a anterior cervical fusion procedure, the surgeon was trying to remove screw after it became stripped, while attempting to remove the screw, 3 conical extraction screws broke apart. All broken fragments were recovered. There was a 30 minute operative delay. The surgeon was able to successfully complete the procedure with no patient injury reported. This report is for 1 unknown screw this is report 4 of 4 for (B)(4).